Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles would not attach to insulin pen. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8339725. It was reported that pen needles would not attach to insulin pen. It was also reported that non patient end of pen needle was bent. It was also reported that the pen needles clogged. Pen needle clogs. Does not attach onto pen. Non patient end needle found bent. Reviewed placement onto the pen 2nd time with this consumer. She finds non patient ends are bent after placement onto the pen. Changes the pen needle until finds a pen needle to work. Long time user of pen needles. Sending mailing kit without replacement and informed this to consumer.